Event description:
It was reported that during device replacement due to normal battery depletion, insulation anomaly was noted on the lead. Patient was asymptomatic. Lead was repaired with medical adhesive and remains implanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.